Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of morphine 100 mg/100ml, at 1 ml/hr. Was started 1448 thru a peripheral line. The line was primed with 25 ml and 75 ml was entered for the vtbi. Approximately 5 hours later, 4.4 ml remained in the bag when 70 ml was expect. The nurse wasted the remaining volume in the initial bag and a new 100 ml bag of morphine was hung with a vtbi of 95 ml. It was reported that normal saline 3 ml/hr. Was infusing thru arterial line. The ikp (infusion knowledge portal) data indicated that two hours into the infusion, an alarm for ¿door open/door closed¿ occurred and lasted for 7 seconds. The clinician was in the room at the time of the alarm and was preparing the patient for transport. There was no report of patient harm. The customer request an event log review for suspected diversion and to rule out a device issue.

Manufacturer narrative:
The customer¿s report of an overinfusion of morphine was not confirmed. The pcu event log shows pump module s/n (B)(4) was programmed to infuse morphine 100mg in 100ml (drugid 379) at a rate of 1ml/hr with a vtbi of 75ml at 2:47 pm on (B)(4) 2018 and ran until 6:59 pm when the device was channeled off. The volume recorded as being infused during this period was 4.178ml. During the infusion the door was opened and then closed 4 seconds later and the infusion was restarted 3 seconds after the door was closed. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion of morphine was not identified.